Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was the valve manifold was sticking. Additional malfunctions include the heat exchanger was leaking, the manifold hose was leaking, the gear clamps were leaking, and the tie wraps were leaking.